Event description:
It was reported that "a transperitoneal laparoscopic cholecystectomy was proposed for a patient in which the purple ligature clip broke off at the anterior end when it was removed from the single operating hole during surgery. The broken end was removed and the residual half was unsuccessfully searched for laparoscopically. The surgeon said that the human body grid block will not travel in the abdominal cavity, and the material will not cause rejection of the human body, there will be no risk of infection and travel. Therefore, after some unsuccessful search, it was decided to continue the surgery and give up the search, and the patient was in good condition after the surgery".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.